Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown, assumed 1st day of month that event took place. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the timeline of the event of the complication? What are the details of the complication? Was buttressing used? If so, what brand?

Event description:
It was reported that less than one week post op to a laparoscopic gastric sleeve there was a staple line leak that resulted in a disastrous complication for patient. Buttressing was not used in the procedure. No more information is available at this time.